Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
This pacemaker device was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker device had magnet rate at 100 pulses per minute (ppm) approximately three months ago but now, magnet rate had decreased to 85 ppm. Boston scientific technical services (ts) stated that it was necessary to be certain that this device was not in retry and had also discussed with the health care professional (hcp) the usage amount may have changed and a new current bin was needed that could have caused the device to reach elective replacement time (ert) in order to protect the 90-day-timer from ert to end of life (eol). Ts also suggested the hcp to replace this pacemaker device soon. This pacemaker device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.